Event description:
The baxter technician reported an infusion pump with a 500 failure code that occurred during service. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter sevice event.